Manufacturer narrative:
Initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by ultrasound and ¿there is a simple cyst in the uoq of the left breast measuring 3 mm¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ no other observations observed.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by ultrasound and ¿there is a simple cyst in the uoq of the left breast measuring 3 mm¿. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr : not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed by ultrasound and ¿there is a simple cyst in the uoq of the left breast measuring 3 mm¿. The device has been explanted.